Event description:
They physician declines to provide any additional information regarding this event.

Event description:
It was reported that during a ptca treatment procedure, the coating of the pt2 moderate support 300 cm guidewire detached and remains in the pt's body. The physician was exchanging the wire during treatment of the posterior descending artery (pda), but when he removed the pt2 guidewire, the coated polymer cover was stripped off and remained inside of the patients coronary artery. The physician pulled back the balloon which the wire segment was stuck on and was able to pull it proximately into the right coronary artery (rca) where it detached from the balloon. The physician subsequently used a stent to secure the wire coating against the vessel wall. The procedure was successfully completed.